Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a programmer would not start. The programmer was tried in different outlets, but that did not fix the issue. The programmer was returned for repair. There was no patient involvement indicated.